Event description:
Rptr alleges pt received silicone breast implants in 1973 of an unknown MFR. Rptr also alleges pt had rupture; therefore, had removal and replacement in 1992 with saline devices of another MFR.